Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000383530, 3000387367, and 3000380847 the last 3 lots shipped to the account prior to the event/aware date. There was one (1) ncmr , rework, or deviations documented for all the lot numbers. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cring interfere with cautery jaws. The c-ring appeared to come straight out of the cannula rather than at an angle. This is why the cautery would collide with the c-ring. Added time to procedure due to having to open another kit which is how the case was finished. No patient harm done.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.